Event description:
The customer reported to olympus that the image suddenly went black on the videoscope when used with the video system center. The issue was found during a laparoscopic partial gastrectomy procedure. After plugging and unplugging several times, the image returned, and the procedure was completed with the same device. The procedure was completed with the same device. There were no reports of patient or user harm. This report is related to patient identifier: (B)(6).

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the causes of the suggested event are as follows: as a result of confirming the scope appearance, it has been confirmed that glue of the bending section a-rubber has damage including a scratch and a chip. Therefore, the electric connect section has temporarily been defective by physical stress (load) such as hitting or dropping applied on the image sensor internal electric circuit board in the image sensor unit mounted in the distal end section of the scope, further the image signal output was adversely affected, being unstable. It is likely that the electric connect section has been defective, by accumulation of electric load (stress) due to energization to electric circuit board including internal electric parts, mounted in the image sensor in the image sensor unit in the distal end section of the scope and the scope connector, by accidental application of static electricity, or by overcurrent due to attaching or detaching the device while the power is on the system. Further the image signal output was adversely affected, being abnormality in unstable image. Additionally, it is likely that the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. Olympus will continue to monitor field performance for this device.